Event description:
Patient was originally implanted with four plates and an unknown quantity of screws approximately six months ago in (B)(6), exact date is unknown. The patient complained of pain and an x-ray taken on an unknown date showed three broken plates and multiple screws. Patient was reportedly non-compliant. The patient was returned to the or for removal of all hardware and revision to a variable angle locking compression plate (va-lcp) medial distal tibia plate and a 3.5mm lcp plate on the fibula. At last report patient was doing well and had quit smoking. This report is on unknown screws. This report is 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. This report is for unknown screws, quantity unknown. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.